Event description:
The customer observed falsely elevated results while using the architect ca19-9xr assay. The customer indicated an initial result on (B)(6) 2012 of 280 u/ml and a retest result on (B)(6)2012 of 75.8 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 14135m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 14135m500, was identified.